Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the emergency room. Their pacemaker had indicated that the patient's heart rate was very low. Interrogation revealed that the patient's heart rate was normal and that there was no proof of low heart rate ever occurring. Patient was stable after the event.